Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of two photos of a premium surgiclip m - (9.75" shaft length) titanium clip applier. The visual inspection of the returned photos noted the first photo depicts a close up of the tyvek lid with the reference number and a different label applied to the tyvek lid. The second photo depicts a close up of the patient labels. No abnormalities were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Based on the evidence available a potentially contributing device defect could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the clip failed. The clips were malformed and in a scissor shape. The patient is alive and no injury during this event was noted.